Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D10. Concomitant medical products bopt4311, 3i t3 tapered implant 4/3 x 11.5mm lot number 2017030251. E1: reporter email address unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of implant connection at tooth site 13. Upon review/inspection of returned product, there was a fractured screw stuck inside the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) portion / fragment of the unknown biomet screw for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.